Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 234-235 mg/dl. The customer cleared the alarm and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.